Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic inguinal hernia repair. The account mgr was not present for the case. The insufflation needle was attached to the insufflation tubing. Dr [name] couldn't get any insufflation after inserting the needle. When trying to remove the insert, pulled out the entire needle. It is unknown if there was any noticeable leakage. Opened a new insufflation needed and continued the case without further issue. There was no patient injury. The device is available for return. Intervention: opened a new insufflation needle to complete the case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the complainant¿s experience was unable to be confirmed as testing indicated that the minimum flow rate was met. Engineering observed that the tube was damaged, and the stylet was stuck inside the tube. Based on the condition of the returned unit, it is possible that the reported event was caused by the stylet that was stuck inside the tube. However, this could not be confirmed as the returned unit performed as expected. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic inguinal hernia repair. The account mgr was not present for the case.the insufflation needle was attached to the insufflation tubing. Dr carrillo couldn't get any insufflation after inserting the needle. When trying to remove the insert, pulled out the entire needle. It is unknown if there was any noticeable leakage. Opened a new insufflation needed and continued the case without further issue. There was no patient injury. The device is available for return. Intervention: opened a new insuflation needle to complete the case. Patient status: no patient injury.